Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other device associated with this event: heartware ventricular assist system ¿ controller 1.0, model 1407de / expiration date 31dec2016 / serial number (B)(4) / UDI unknown, not a re-processed single use device, not available for evaluation, mfg date 31dec2017, not returned to MFR, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient expired while at home. The site further reported that the patient had had high watt alarms and that controller had a loose component. The pump remains implanted in the patient post-mortem and the site plans to return the controller at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received included a preliminary controller log file analysis that confirmed the reported high watt alarm with multiple low flow alarms.

Manufacturer narrative:
Product event summary: the pump and controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported loose controller component event could not be confirmed as the device was not returned for analysis. The reported high power event was confirmed through log file analysis which revealed one high watt alarm logged on (B)(6) 2017. This was immediately followed by a sudden decrease in power consumption and estimated flows and six low flow alarms. Three vad disconnect alarms were subsequently logged, which are indicative of physical disconnections of the driveline from the connector. Based on historical review of similar loose component events and risk documentation, the reported loose controller component was most likely a loose connector. A possible root cause of loose connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Based on the investigation conducted and risk documentation, the low flows may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 1.0 / (B)(4), model #: 1407de / catalog #: 1407de / UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.